Event description:
The patient underwent arthroscopic exploration with synovectomy and debridement; subchodroplasty. A few months later, the physician reported that on exam the accufill bone filler appeared to have leaked into the joint space.